Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) and an external device. Asked, patient unable to locate serial numbers after several attempts by agent the reason for call was pt reports her controller does not work and went to hcp today and he spent 3 hours and still cannot get to work. Pt states her hcp said to reach out to the rep (B)(6). Pt states both turn on but do not connect to the implant. Pt states he used the equipment in office and was able to use those but on so high her ip is turned to side and hurts in the neck. Pt states she was told a mdt rep can come help her immediately. Pt states she cannot turn off but can turn on. Pt states she hurts and needs help. Pt first declined to troubleshoot however pss asked to troubleshoot and to try and use equipment. Pss was able to walk pt through controller and she was able to get to the group and the lower the amplitude. Pt was still feeling the sensation even with scs off but states not as bad. Later in the call pt states its not there. Pss walked through all the groups and pt was able to lower. Therapy was off and pss reviewed how to turn back on when needed. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller reports that patient's stimulator is no longer functioning. Caller doesn't know when the last time patient used the stimulator or if patient can communicate with stimulator. Additional information was received from the patient (pt). Pt reported that their stimulator never worked, even after visiting their healthcare provider (hcp). Their hcp couldn¿t make it work. Pt said the device was slipping further down under the skin and that the wires feel disengaged, causing the device to gravitate down. Pt said this was the third unit installed and that the previous two worked well. Pt said this one never worked. Pt said they noticed the stimulator was not working within the first week after surgery and that calls were placed in (B)(6) 2023 to address the malfunctions. Pt said that no one could tell them what the issue was and they were left with no solution. Pt said their hcp attempted to manipulate the technology and make adjustments and their manufacturer representative (rep) attempted to repair it, but they were unable to make it work. Pt said the issue was never resolved.